Manufacturer narrative:
Analysis was able to confirm that the atrial and ventricular output connecters were broken and the hanger was broken. Analysis was unable to confirm an issue with the knobs. Analysis also noted that the main circuit board was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hanger, knobs, and atrial and ventricular ports on the external pulse generator (epg) were in need of repair. The epg was returned for service. A request for testing and calibration was noted. No patient complications have been reported as a result of this event.